Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirtaes. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united arab emirtaes. It was reported that the patient was hospitalized due to high blood glucose and diabetic ketoacidosis event three weeks ago. The blood glucose level at the time of event was high (specific value unknown) and the patient tested positive for ketones. The duration of hospitalization was 24 hours, and the patient was treated with insulin pen. No further information available.